Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with loss of myocardial capture. This lv lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.